Event description:
The customer reported obtaining erratic patient results on ion selective electrode, sodium, potassium and chloride on their au680 clinical chemistry analyzer. Six patients had results released outside the laboratory, however later they were amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and discovered a leak at the buffer valve tubing. The fse replaced the tubing and syringe case to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).